Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01272, 3005168196-2017-01273. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the nurse opened the packaging of the first smart coil and noticed that the coil was already outside of its introducer sheath. Therefore, the coil was not used in the procedure and did not come into contact with the patient. A new smart coil was then opened for the procedure. The physician deployed and detached the smart coil into the target vessel using a non-penumbra microcatheter without an issue. Next, the physician deployed the last smart coil into the target vessel without any mention of resistance but was unable to detach the coil using the handle. Therefore, the smart coil was removed and the procedure ended as the physician indicated that the aneurysm had enough packing density. There was no report of an adverse effect to the patient.